Event description:
It was reported by service report that footboard was damaged with exposed sharp edges and openings that could allow fluid ingress. No patient involvement or adverse consequences were reported.